Event description:
It was reported that on (B)(6) 2026, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) on a patient with thin leaflets, friable leaflets, gap of 5mm, and enlarged atrium. A mitraclip xtw (51204r1110) was inserted and deployed on the mitral valve. However, post deployment, leaflet injury was observed, and the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda clip, a second clip, a mitraclip xt (51201r1053) was then inserted and deployed on the mitral valve. However, leaflet damage was observed, and post deployment the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6), 2026, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) on a patient with thin leaflets, friable leaflets, gap of 5mm, and enlarged atrium. A mitraclip xtw (51204r1110) was inserted and deployed on the mitral valve. However, post deployment, leaflet injury was observed, and the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda clip, a second clip, a mitraclip xt (51201r1053) was then inserted and deployed on the mitral valve. However, leaflet damage was observed, and post deployment the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, a cause for the reported incomplete coaptation - single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The reported tissue injury appears to be cascading effect of the slda. The reported patient effects of tissue injury is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.